Event description:
The customer reported the au5800 generated two (2) erroneously low sodium (na), potassium (k), and chloride (cl) results. The erroneous results were reported outside the laboratory and later amended. The customer did not provide patient demographics. There was no report of change to treatment, injury, or death associated with this event.

Manufacturer narrative:
A beckman coulter customer technical support specialist (cts) assisted the customer troubleshoot the au5800 chemistry analyzer over the phone. The customer replaced all ise syringes (wash, buffer, and sample syringes) and sample probe to resolve the issue. The failure mode was determined to be due to multiple part malfunction. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. No further issue was reported. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).